Event description:
It was reported that a request was made to program this pacemaker system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed this system is MRI-conditional and programmed the protection mode. In addition, during data review, ts noted there were out of range r wave measurements and oversensing of the t wave. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes (h6) in section h, device manufacturers only. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to program this pacemaker system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed this system is MRI-conditional and programmed the protection mode. In addition, during data review, ts noted there were out of range r wave measurements and oversensing of the t wave. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.